Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. It was reported that on an unreported date a peritoneal dialysis (pd) patient (pt) experienced a colon infection, blood in stool, and not eating, manifested by weakness and illness. Seven days prior to the receipt of this report, the pt was hospitalized for these events. On an unreported date, either prior to hospitalization or during the early stages of hospitalization, the pt developed peritonitis. Treatment for the peritonitis was not reported. The cause of the peritonitis was due to the colon infection which leaked into the peritoneum. At the time of this report, the peritonitis was resolving, the pt was recovering from the event, and dianeal therapies were ongoing. On an unreported date, the pt will be moving to a rehabilitation facility and will remain for approximately 2 weeks. Additional information was requested but is not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd895789 and gd895532 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).